Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; crease folds, wear abrasion, deformation, the weight the device within specification, observed 40 mm dark patch edge material inside gel device and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint (rupture). Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture confirmed via MRI. The device has been explanted.